Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was broken or fractured. The lead was explanted and replaced. No additional adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture. Analysis showed that based on a lead complete fractured from the terminal end, the fracture characteristics are consistent with clavicle or first rib damage. The reported high capture threshold is likely the result of the lead fracture observed by the laboratory. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that the right atrial (ra) lead was broken or fractured. Additional information was obtained and indicated that implantable cardioverter defibrillator (ICD) gave brevity of the remaining battery life with the marked elevation in right atrial threshold. Moreover, physician planned for generator exchange as well. The lead was explanted and replaced. No additional adverse effects were reported. Additional information indicated that an elevation in right atrial threshold was also noted. The lead was explanted and replaced. No additional adverse effects were reported.